Event description:
Physician reported that patient underwent a vaginal hysterectomy in 2001. Panacryl sutures were used to approximate the levator muscles over the rectocele and a subcuticular perineorrhaphy was performed. Patient developed drainage, stitch abscess and infected suture. A posterior colpoperineorrhaphy revision was performed and the suture abscess excised.